Event description:
The product is not expected to be returned. The user facility reported the catheters are breaking (coming apart) when connecting to the drainage system. The last five out of eight cahteters broke. The devices were in contact with patients, but no injuries have been reported.